Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device trocar/obturator broke out of package. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient involvement.